Manufacturer narrative:
The findings were obtained during analysis. As received, a complete lead was returned in two pieces. Connector portion (a) measured 6.5 cm while the distal portion (b) measured 42.4/ 48.0 cm (outer insulation / inner coil). Visual inspection found (1) external abrasion breaching the outer insulation exposing the outer coil [at 6.6 - 6. 8 cm and 6.6 - 7.0 cm] distal to the suture sleeve tie impression consistent with friction to another device or feature of patient anatomy and (2) proximal to suture sleeve tie impression exposing the outer coil [34.6 ¿ 34.9 cm] consistent with friction to the device can.

Event description:
This record is to report an event observed during analysis.